Manufacturer narrative:
H6 component codes/appropriate term/code not available: bridle string the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 17-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "the sheath would not come free from the actual bridal after the magnet clicked and so could not get the bridal to come around the backside. Bridle was pulled out of nare and replaced again with the sheath loosened up that time. And then the magnet would never hold again to pull it through. Unsuccessful attempts causing unnecessary pain for the patient because of having to replace the bridal through her nose a total of three times and ultimately having to throw it away because it never worked." "There is a lot of slipping because of the material the strings are made of. There have been reports of ties above and below the clamp and also adding a second clamp with tie to try to prevent tube movement and slipping through the clamps. ¿this time the ties on the patient stayed intact but [the patient] could pull the dobhoff through the bridle. [The patient] was able to remove it by 6 cm. [The clinician] pushed it back into place but we had to get another kub [kidneys, ureters, and bladder x-ray] to verify placement.¿.